Event description:
After dividing hickman catheter, the catheter "sprung" into the superior vena cava/right atrium. Catheter looped with wire and pulled through groin, under flouroscopy. No adverse effect on pt. Pt stable.